Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified coronary artery. A 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the distal part of the stent struts were found to be flared. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.